Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6) hospital. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not detach from the catheter to deploy. The procedure was completed with four more resolution 360 clip devices. There were no patient complications reported as a result of this event.